Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the instrument wrist of the tip-up fenestrated grasper instrument dislodged from the shaft intra-operatively. The instrument was removed safely under vision with support from the distributor sales representative. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it was confirmed that the instrument wrist became completely detached and/or broken off from the instrument shaft. The event did not result in fragments or the instrument wrist falling into the patient anatomy. The jaws of the instrument were not stuck on tissue when the issue occurred. The procedure was completed robotically. Photographic images of the device were not available for further review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as result of the main tube breakage. There may have been missing pieces from the main tube, but the size of the missing pieces could not be confirmed. Components adjacent to the broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.